Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 500 mg/dl at the time of discharge. The customer was given intravenous fluids, food, and drinks to treat. The customer experienced symptoms such as disorientation and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer will monitor the pump. The customer was driving and had a car crash as they weren't driving well. The insulin pump will not be returned for analysis.